Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy, it was reported by the affiliate that while trying to fire the instrument, a spring near the jaws of the instrument sprung out. While trying to retrieve it through a trocar, it then fell back into the abdomen and it took almost an hr to finally retrieve it. The operation time took over two hrs instead of the normal 45 mins.